Event description:
The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device. The jaw tip was recovered. There was no report of patient injury.

Manufacturer narrative:
Patient information has been requested. A follow-up report will be filed when the information is made available. This endoscopic vein harvesting bipolar device was manufactured by datascope corporation located in (B) (4). Sorin group USA has since acquired this product line. Sorin group USA is filing this report on behalf of datascope. The clinician reported that the jaw tip broke off the endoscopic vein harvesting bipolar device. The jaw tip was recovered. There was no report of patient injury. The bipolar device was returned to sorin group USA for evaluation. Visual inspection confirmed that the tip of the upper jaw was broken off. The manufacturing records were reviewed. The device met all raw materials, in-process and finished goods specifications upon release. No abnormalities were noted. The cause for the broken jaw could not be determined. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument."